Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, one prostyle suture was replaced. During the procedure, the procedural sheath had backed out and was reinserted without a dilator. The tavr procedure was completed. The one proglide suture was used to close the artery with oozing noted. Manual compression was held for 20 minutes. In recovery, a short time later, the patient's leg was noted to be cold. The patient returned to the cath lab where an angiogram noted an occlusion of the rcfa. Surgery opened the vessel and repaired the artery. It is unknown what contributed to the occlusion at the access site. There was a no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and tissue injury are listed in the perclose prostyle instructions for use (IFU), as known adverse events associated with use of suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. A photo was received and reviewed by an abbott vascular clinical specialist. Per reported details and photo the complaint summary notes a cold leg caused by an occluded right common femoral artery after a transcatheter aortic valve replacement and use of perclose proglide. The procedure description notes that during the procedure the sheath backed out and was reinserted without a dilator. From the provided details of the complaint, it cannot be determined if the arterial occlusion was caused by the proglide device, or another complication related to the procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.